Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaving tampon completely still inside me- vagina [foreign body in reproductive tract]. String completely came off of the tampon- tampax [device breakage]. When I pulled the string to remove the tampon the string completely came off of the tampon [complication of device removal] . Case narrative: consumer reported via email that the tampon string came off leaving the tampon inside. No serious injury was reported.